Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/29/2020. Additional h3 investigation summary: an opened straight pack folder with a suture double armed of product code m8557, were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mbj337 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: *were all suture breakage issues reported in the event occurred in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? Please explain: it was reported that some issues occurred during use, and some issues occurred before use, but the exact quantity is unknown. *name of the procedure? No further information is available. *date the event occurred? No further information is available. *what was the date of the initial procedure? No further information is available. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was reported that the suture was easily detached from the needle during use. There were no patient consequences reported.